Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that on (B)(6) 2017, during an incoming inspection, the telemetry head of the smartview hotspot kb880 (sn: (B)(4)) was connected to an electrical outlet via its ac adaptor; then, the head made a loud beep sound. This unit was reportedly considered to be non-conforming.

Event description:
It was reported that on (B)(6) 2017, during an incoming inspection, the telemetry head of the smartview hotspot kb880 (sn: (B)(4)) was connected to an electrical outlet via its ac adaptor; then, the head made a loud beep sound. This unit was reportedly considered to be non-conforming.